Event description:
It was reported that they was alerted today by the nurse educator that recently they had two heart cases cancelled due to the foley catheter causing bleeding in the urethra. They use a119416m they did not keep any samples. Both were on heart patients going in for surgery. They have had no other issues around the hospital on that catheter only these two heart patients.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.